Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Edited: customer reported experiencing an allergic skin reaction after 14 days of wearing an adc freestyle libre sensor. It was further reported that on an unspecified date in (B)(6) 2018 customer noticed ¿redness and irritation¿ at the insertion site. Customer self-treated with eucerin cream and had contact with a healthcare provider who prescribed betamethasone 0.05% (topical steroid) ointment. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported experiencing an allergic skin reaction after 14 days of wearing an adc freestyle libre sensor. It was further reported that on an unspecified date in (B)(6) 2018 customer noticed ¿redness and irritation¿ at the insertion site. Customer self-treated with eucerin cream and had contact with a healthcare provider who prescribed betamethasone 0.05% (topical steroid) ointment. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection has been performed on the returned sensor patch, and no issues were observed. Performed visual inspection on sensor plug assembly, observed a cracked neck on the sensor plug. The sensor was seated correctly. Extended investigation has also been performed. Data were extracted using approved software, and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.